Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During implant procedure, it was noted that the helix of the right ventricular (rv) leadless pacemaker (lp) was found stretched while attempting to find an adequate location for fixation. The rv lp was not implanted and a new rv lp was successfully implanted to resolve this event. The patient was stable.